Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached recommended replacement time (rrt) sooner than expected. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Battery eri on (B)(6) 2014. (B)(4).